Event description:
It was reported that the battery was eol. A pump replacement was performed; a scheduled procedure. No injury reported. Outcome was noted as recovered without sequela. The drugs in the pump were fentanyl and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed no pump stall indicated; pump in safe state; low battery reset; no anomalies seen. Final analysis of the pump revealed pump/battery/high resistance. (B)(4).